Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during set up for a cori assisted tka surgery, the navio bone screw driver was broken and cannot hold onto pins for insertion. The procedure was finished with a smith and nephew back up device without delays. The patient was not harmed.

Manufacturer narrative:
H3, h6: the navio pin driver pn pfsr110164 , lot #8016483, use in treatment was returned for evaluation. A relationship between the reported event and the device was established. The reported problem was visually confirmed. Under a magnifier cracks were observed in the weld . A functional evaluation was performed. The reported problem was confirmed. The pin driver was attached to the bone pin to intend proper operation of the component. The pin driver wouldn't engaged and rotated the bone pin. No additional functional non-conformances were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution .a complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is mechanical component failure and breakdown/defect of the weld. Further investigation into the reported failure has been conducted, and the potential root cause is a combination of durability issues after extended use (expected wear and tear rate), abnormal use of the tools, or inherent variations in the manual weld process that are present across production lots. The investigation was closed with appropriate risk justification and objective evidence that led to the potential root causes listed above. Based on the investigation, no additional containment or corrective actions are recommended at this time.